Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was spontaneously rebooting repeatedly. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was spontaneously rebooting repeatedly. No patient harm was reported. Service requested / performed: troubleshooting: the customer was provided with replacement hard drives, part # 9000006111a. Investigation summary: the hard drives were more than 2 years old, or 20,000 hours. In this incident, the device had been in use for more than 4 years with no history of hdd replacement, and hard drive degradation is a high possibility. This investigation found the root cause of the cns reboot is due to overdue maintenance. The user is prompted by the cns to check and replace hard drives as required. Nihon kohden cannot control how devices are maintained at the user's site. Thus, further action is not justified.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was a problem with the central nurse's station (cns) spontaneously and rebooting continuously. The customer later reported that they removed the unit from power and connected it to another ups and the cns was able to boot back up. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that there was a problem with the central nurse's station (cns) spontaneously and rebooting continuously. The customer later reported that they removed the unit from power and connected it to another ups and the cns was able to boot back up. No patient harm reported.